Event description:
Customer alleged the bed exit alarms continuously.

Manufacturer narrative:
Technician opened pan area and found fluid ingress. He replaced communication housing assembly, logic control pcb, and tape switch assembly to resolve.